Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 49 mg/dl and the low blood glucose alarm had not sounded. As a result, the customer experienced symptoms described as "made strange sounds" and had a seizure and had contact with an hcp who administered gvoke hypopen (glucagon) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre readert passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 49 mg/dl and the low blood glucose alarm had not sounded. As a result, the customer experienced symptoms described as "made strange sounds" and had a seizure and had contact with an hcp who administered gvoke hypopen (glucagon) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader(B)(4). Has been returned and investigated. Visual inspection has been performed on the returned reader and minor usb port damage was observed. The minor damage on the usb port was observed to be inside the port on the side of the plastic channel that retains the pins. The plastic channel shows signs of slight wear due to multiple cycles of a usb cable being inserted inside the usb port. The pins were not bent, nor missing. There are no burn damages on the pins as well. The observed damage did not affect the functionality of the reader and could not have contributed to the customers complaint. The isf (interstitial fluid) data was downloaded using approved software. Analysis of glucose value graph was attempted to be performed; however the reader's log was not able to obtain time of customer's complaint. An extended investigation was performed. Visual inspection was performed using a microscope on the returned reader. No signs of damage were observed. Reader isf (interstitial fluid) data was downloaded using approved software and analyzed for inconsistencies in the registered triggered alarms. It was determined that the isf log memory was overwritten with new data due to the isf log size constrictions as intended per the product software design. Therefore, the reported event of missing alarm data and the observation in previous phase to the complaint date is attributed to design and does not directly contribute to customer¿s complaint. The overwritten data was examined for inconsistencies or missing glucose alarms. No inconsistencies were detected. Further investigation on the reader¿s bluetooth, vibrator, and speaker systems was performed. The returned reader was paired with a known good puck and the reader's isf log was checked after few minutes for consistent bluetooth packet reception. No dropped packets were observed during isf log analysis, which indicates the returned reader's bluetooth module was fully functional. A self-test was performed on the returned reader to verify the functionality of the reader's speaker and vibrator modules. Both modules were observed to be fully functional during testing. All functions relevant to the returned reader's alarm system were found to be fully operational with no evidence of a product malfunction observed. Therefore, the reported field event of missing low glucose alarm was not confirmed. All pertinent information available to abbott diabetes care has been submitted.